Manufacturer narrative:
The available information suggests that the device remains in-service at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this boston scientific field personnel contacted boston scientific therapy system support consultant. According to the boston scientific field personnel, the longevity of this device changed from 2.5 years in (B)(6) 2018 and is currently less than 3 months. Stored data from the device was analyzed which determined that the device was malfunctioning. No low_voltage fault was declared but the device is very close to setting elective replacement indicator (eri). There were no other suspicious faults or resets stored within device memory and therapy delivery is unaffected. The data indicates with a high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time. The device should be explanted and returned to boston scientific to determine root cause.